Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Contact believed the cause to be due to the pump delivering too much insulin. Contact called the emergency telephone number for the customer to be assisted by the paramedics and glucose tablets were consumed to treat bg. Customer did not go to the emergency room or hospital. Reportedly, the customer delivered additional insulin via injections which caused low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.